Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to the mid abdomen and lower abdomen using cooladvantage plus, coolcore contour, on (B)(6) 2019 to the flanksusing cooladvantage plus, coolcurve+ contour, and on (B)(6) 2019 to the lower abdomen using cooladvantage plus, coolcore contour and the flanks using cooladvantage plus, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) in the anterior abdomen after treatment diagnosed on (B)(6) 2019. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to the mid abdomen and lower abdomen using cooladvantage plus, coolcore contour, on (B)(6) 2019 to the flanksusing cooladvantage plus, coolcurve+ contour, and on 15/may/2019 to the lower abdomen using cooladvantage plus, coolcore contour and the flanks using cooladvantage plus, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) in the anterior abdomen after treatment diagnosed on (B)(6) 2019. (B)(4).